Event description:
Boston scientific received information that a red alert was detected on the patient's home monitor system for this implantable cardioverter defibrillator (ICD) reaching end of life (eol). No adverse patient effects were reported. Additional information received states that this patient has been scheduled for a future replacement procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Manufacturer narrative:
At this time this ICD remains in service with no additional information. Should further information become available, this investigation will be updated.

Event description:
Additional information received states that this device was removed from service with a reason of normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
At this time the ICD has been returned and is currently undergoing analysis.